Event description:
The caller reported a malfunction on the insulin pump, which was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the pump reset process, but the malfunction recurred, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) to ensure insulin delivery during the transition. Cts confirmed the shipment of a replacement pump with updated software and provided necessary training information, which the caller acknowledged. The caller was also instructed to return the faulty pump using the pre-paid ups label within 10 days.